Event description:
It was reported that insulin gauge displayed amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and that once actual insulin matched the static value, the gauge would resume counting down, and caller understood and acknowledged this information.